Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was sticking. Subsequently, the customer went to the emergency room (ER) due to an elevated blood glucose level. The continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. The customer was treated with intravenous insulin and saline, and was released from the ER the following day with no permanent damage and the reported issue resolved. The customer reverted to manual injections for insulin therapy.